Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) showed less than one year remaining longevity. Analysis was obtained and showed that the device should require about 50 microwatts average power. This is an anomaly and appeared to be a malfunction of the device hardware. Moreover, this patient was still not feeling well even device was upgraded to cardiac resynchronization therapy pacemaker (crt-p). Additional information obtained from the field which indicated that this device exhibited premature battery depletion (pbd). The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.